Event description:
A pharmacist reported a patient experienced a capsular bag tear during intraocular lens (iol) implant surgery when the haptic of the iol remained in the cartridge of the delivery system during insertion. The damaged iol was cut in half and removed from the patient's eye at that time. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported din the lot number. Additional information has been requested.